Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was playing soccer in the rain with their insulin device attached to them. The customer has a blood glucose level was not recorded. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly. The insulin pump has cracked lcd window, cracked case near lcd window corner, cracked belt clip slot, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.